Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a lens was stuck in a cartridge during a procedure. The piston did not push the lens and passed near the lens. He managed to implant another lens and completed the procedure without any problem. There was no patient harm. No further information could be obtained from the physician.

Manufacturer narrative:
Additional information provided. One blue company iii handpiece injector was returned for evaluation for the report of the injector over-riding the lens, with the lens getting stuck in the cartridge. A review of the device history record traceable to the reported lot number has been performed. The device history record review indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints for the reported issue. The handpiece injector was manufactured in august 2016. A visual inspection of the intraocular lens (iol) company handpiece injector was performed and was deemed nonconforming. The plunger has a dent in the bottom front face of the plunger. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed nonconforming. The plunger position was high. The evaluation does confirm the injector plunger has a high plunger position which would have a higher probability of over-riding the lens. This over-riding of the lens may then contribute to the lens becoming stuck in the cartridge. The root cause for the nonconforming plunger height condition is usually from its use or handling, but when and how the plunger position became high cannot be determined from this evaluation. The front plunger face damage is from the handling of the device and may have also contributed to the delivery issue. Based on the injector being manufactured over 1 year ago, the complaint issue does not point to a manufacturing issue. The manufacturer internal reference number is: (B)(4).